Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. Customer's blood glucose value was 524mg/dl at the time of the incident. The customer also reported that the insulin pump alarmed no delivery. The customer was assisted with troubleshooting and customer changes entire infusion set and reservoir. Product will not be returned device for analysis.